Event description:
It was reported that the ilet user experienced a low blood glucose episode after failing to perform the required rewind during a supply change and inserting/ injecting a full insulin cartridge while still connected to the ilet, consistent with an improper or incorrect procedure. Symptoms included hypoglycemia with a nadir of 40 mg/dl and associated muscle weakness and nausea. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact, and no medical assistance or hospitalization was required; the user self-treated with fast-acting carbohydrates. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions during cartridge replacement, implicating the plunger component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.